Manufacturer narrative:
(B)(4).

Event description:
It is reported that the patient suffered a stroke approximately 28 months post index procedure. The outcome of the reported stroke was death. Investigator indicated that the reported event was not related to the study device.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death).

Event description:
It is reported that the cause of death was cardiorespiratory arrest.

Event description:
During index procedure, the patient had one endeavor sprint drug-eluting stent successfully deployed at lad. Approximately 28 months post index procedure, patient underwent CABG involving the target lesion. Investigator indicated that the event was not related to the study device. Patient expired 4 days later, cause of death was due to the CABG. Investigator indicated that the event was not related to the study device.